Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available records identified the following: the lateral view demonstrates disruption of hardware in which the lcck surface is broken and dislodged. A rectangular-shaped isolated hardware component is seen in the anterior joint recess, between the distal femoral component and the proximal tibial component. Additionally, noted is an isolated screw just posterior to this hardware component. Remaining hardware appears intact without periprosthetic lucencies or fracture. Likely moderate-sized suprapatellar joint effusion. Soft tissues appear within normal limits. Device history record (DHR) was reviewed and no discrepancies were found. Per the package insert, disassociation and fracture are known potential adverse effects of this procedure. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the lateral view demonstrates disruption of hardware in which the lcck surface is broken and dislodged. A rectangular-shaped isolated hardware component is seen in the anterior joint recess, between the distal femoral component and the proximal tibial component. Additionally, noted is an isolated screw just posterior to this hardware component. Remaining hardware appears intact without periprosthetic lucencies or fracture. Likely moderate-sized suprapatellar joint effusion. Soft tissues appear within normal limits. Per the nexgen cr, ps, cra, lps, and lcck package insert (87-6203-453-23, rev. D), disassociation and fracture are known potential adverse effects of this procedure. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The complaint is confirmed.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: articular surface with locking screw; p/n: 00599403214, l/n: 63774442. Kne-nexgen-femorals-unk; p/n: unk, l/n: unk. Kne-nexgen-tibial trays-unk; p/n: unk, l/n: unk. Kne-nexgen-stems-unk; p/n: unk, l/n: unk. Kne-nexgen-patellas-unk; p/n: unk, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient was revised approximately 1 year post-implantation due to implant fracture. During the procedure, the bearing was revised. No additional patient consequences were reported.